Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator and the leakage was due to the o2 cell cable not being properly installed. The problem was solved by plugging the cable in correctly. After the adjustment, the device was released for clinical use.

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the o2 gas module of the ventilator was leaking. There was no patient involvement. Manufacturer ref. #: (B)(4).